Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by the technical support team to perform a pump reset, which successfully resolved the issue, allowing the caller to start their sensor session without any further problems.